Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in april, the product separated at the point where the distal tubing plugs into the proximal tubing, and it appeared the substance that holds the pieces together failed. The patient was receiving IV fluids and antibiotics. This separation created an open line to the patient's vein, and the patient was bleeding out through the tube. There was no patient harm.